Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis and gi issues, which required hospitalization, as it is unclear if the patient was performing ccpd for rrt prior to being hospitalized. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Gastrointestinal complications are known to commonly occur in patients with renal failure. Uremia and dialysis have long been speculated to increase the risk of lesions in the gastrointestinal tract and accessory organs. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient or malfunctioned. However, limited follow-up information precluded a more comprehensive investigation, and without a discharge summary, timeline of events, hospital records, treatment records, or the patient¿s demographics, this clinical investigation cannot disassociate the liberty select cycler from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and gastrointestinal (gi) issues. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis and gastrointestinal (gi) issues. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior no showed signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.